Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The pump did not alarm for air when the fluid was completely through the cassette and halfway down the tubing when the bag ran dry. The customer stated that the pump should have alarmed as soon as there was air in the cassette. The bio-electronic department troubleshot to see if the pump was at fault, and it was determined that this issue/complaint also occurred with other pumps. The packaging had been thrown in the trash and it was unable to be retrieved. The event occurred during patient use and no patient harm resulted. The nurse intervened before air reached the patient.

Manufacturer narrative:
The complaint of a late response to air in the line could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.